Event description:
Customer reported potential false negative urine hcg result with consult diagnostics hcg dipsitck vs. Quantitative serum test. Email from distributor reported false negative hcg result. Follow up with customer provided additional info. A female pt had urine pregnancy test with consult diagnostics hcg dipstick yielding negative results. The doctor ordered a quantitative serum pregnancy test when pt stated she had tested twice on a home pregnancy test and got positive result both times (test date not provided). Serum quantitative test result was 48miu/ml (instrument type not provided; tested at quest diagnostics). Date of pt's last menstrual period was (B)(6) 2012. Customer called back and stated that the serum quant on this pt had risen to 278miu/ml with 72 hours of the initial result of 48miu/ml.

Manufacturer narrative:
Control lot: 25miu/ml hcg urine control lot: hcg120405-01. Summary of results: the retention strips meet qc specification. Correct positive results were observed at 3 mins reading time when tested with 25miu/ml hcg urine control. (N=29). Conclusion: from retain testing with in-house control, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with hcg urine controls at cutoff when tested with retain product. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Root cause could not be determined from the info provided by the customer. This issue will be tracked and trended. Investigation pending on returned product.